Manufacturer narrative:
The patient had suregery and all items were replaced and discarded.

Event description:
A report was received that a patient's left lead was exhibiting high impedances. The physician indicated that the ipg is the cause of problem. A database analysis was performed by a bsn engineer which showed open impedances. The physician is recommending a revision surgery.

Event description:
A report was received that a patient's left lead was exhibiting high impedances. The physician indicated that the ipg is the cause of problem. A database analysis was performed by a bsn engineer which showed open impedances. The physician is recommending a revision surgery.

Manufacturer narrative:
Additional information revealed that the patient's revision surgery has been cancelled. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a pt's left lead was exhibiting high impedances. The physician indicated that the ipg is the cause of problem. A database analysis was performed by a bsn engineer which showed open impedances. The physician is recommending a revision surgery.